Event description:
It was reported that during a laparoscopic low anterior resection, the blade was broken outside the patient. No fragments fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: was there a solid tone prior to noticing the broken blade tip?---no. Was there an error code produced prior to noticing the broken blade tip? ---yes. Which error code? ---5. Was there any contact with metal during activation of the device? ---there was a possibility. Were there any transactions across staple lines? ---there was a possibility. Were the troubleshooting techniques followed when the error code/sold tone was received? How was procedure completed? Describe how. ---as the blade was broken off, another device was used. The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was cracked. The blade was attached and not broken off. It is possible that the device returned was the instrument that was used to complete the case. The device was functionally tested with a generator. During functional testing on the generator an error code 5 was displayed. A probable cause of an error code 5 is blade damage. The device will stop activating and either display instrument error screen or an instrument error code 5, when the blade becomes damaged. The device will stop activating, and either emit a solid tone or display an instrument error code 5 when the blade becomes damaged. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. The batch history records were reviewed with no anomalies noted during the manufacturing process.